Manufacturer narrative:
Visual inspection and functional testing could not be performed because the device in question has not been returned evaluation. Thus, the complaint could not be verified and a root cause could not be determined with confidence. It is difficult to perform an accurate evaluation of a failure without having the failed product or the pertinent clinical details to consider. As such the complaint is being closed without conclusion.

Event description:
It was reported that the anchor came out. There was not delay on the procedure and a back-up was available to complete the procedure. No patient injury was reported. During surgery were used a drill and sleeve as preparation tools. Back-up anchor was not placed in the same hole.